Event description:
It was reported the customer had recurring no delivery alarms for the past four months. Troubleshooting for the no delivery alarm did not occur because the customer had a motor error alarm. Customer's mother stated the motor error alarm occurred during a bolus. Customer's blood glucose was 200 mg/dl. The customer's mother could not recall any significant events leading to the alarm. It was found the customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a scratched reservoir tube window, a stained end cap sticker, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.